Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak; however, the reported entrapment of device and surgical intervention appear to be related to circumstances of the procedure. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. Furthermore, it was reported that the balloon dilatation catheter (bdc) interacted with the previously implanted stent such that they became stuck. Additional treatment with cut-down surgery was performed to remove the bdc. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 18 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in left superficial femoral artery (sfa) and popliteal artery. For post dilatation a 5x200mm armada 18 balloon dilatation catheter (bdc) was used; however, the balloon ruptured after 3 inflations at 8 atmospheres. Therefore, the bdc was removed from the patient without issue. Another same size armada 18 bdc was then used to continue post dilation; however, during the first inflation the second armada balloon was noted to have a leak of contrast at the base of the inflation port. During removal, the second bdc became stuck with the stent that had been implanted and could not be removed from the patient. Therefore, cut-down surgery was performed to remove the bdc. There was no adverse patient sequela. No additional information was provided.